Event description:
Attempted to use the eea 28mm stapler from covidien supplier during a robotic sigmoid colectomy with cystoscopy, indocyanine green (icg) injection washout pelvic abcess flexible sigmoidoscopy, to verify ileostomy and the handle broke while in the patient during the case. Per surgeon, this has happened to other surgeons. She discussed her concerns with the manufacturer and they say it is user error. The surgeon disagrees and things the metal for the "small pokey thing" is too weak. There was no patient harm, but the surgery was delayed by about 20 minutes to obtain a different stapler. Per op note: end-to-end anastomosis created with the 28 eea stapler. The initial anvil that was placed bent during manipulation and this was removed and replaced with a fresh anvil and a fresh stapler. Proximal donut was thin. Distal donut thick and intact. Flexible sigmoidoscopy showed a patent anastomosis with healthy, viable appearing mucosa and no bleeding. Due to large bowel obstruction and pelvic abscess, a diverting ileostomy was performed.